Manufacturer narrative:
The reported complaint of "the thermogard ivtm system (sn (B)(4) displayed "coolant low" error message" was confirmed during the functional testing and event log review. The root cause of the reported complaint was due to air bubbles inside the cooling line. To remedy the reported complaint, the coolant line was cleaned to remove the air bubbles. Upon visual inspection, no physical damage was observed. The event log review showed coolant low alert messages, thus confirming the reported complaint. The thermogard xp ivtm system failed the preliminary functional testing. The system displayed "coolant low" while coolant was at full level. The root cause was due to air bubbles inside the cooling line. The coolant line was cleaned and the coolant fluid was exchanged to address the reported complaint. Following service, the thermogard xp ivtm system passed the final testing without any error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm system with sn (B)(4).

Event description:
During device check, the thermogard ivtm system (sn (B)(4) displayed "coolant low" error message. The customer noted that the coolant level was good but the thermogard ivtm system continued to display the "coolant low" after restart. No patient involvement.